Event description:
Treatment of an acom (anterior-communicating) artery aneurysm. During the procedure, it was reported that the implant coil prematurely detached as the physician was repositioning it. The implant coil was removed from the patient with a 3mm alligator retrieval device.no injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded.(B)(4).